Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of postoperative wound infection ("developed a wound infection and had to be re-admitted to hospital"), pelvic pain ("pain") and device dislocation ("about 50% of the right coil exerds into the uterine cavity") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, multiple cesarean sections (1999, 2001, 2002 and 2007), gastroparesis, stomach ulcer, hepatitis, hiatal hernia, gastritis, irritable bowel syndrome, carpal tunnel syndrome, human papilloma virus antibody positive, diabetes, neuropathy, breast mass and uterine bleeding. On an unknown date, plaintiff underwent essure confirmation test. Concurrent conditions included migraine, hypothyroidism, hypertension, dysuria and genital herpes simplex. Concomitant products included progesterone for contraception, insulin lispro (humalog) for diabetes, tramadol for neuropathy as well as levothyroxine sodium (levoxyl), ondansetron (zofran) and promethazine. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced postoperative wound infection (seriousness criteria hospitalization and intervention required), 2 years 3 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with IV antibiotics and surgery (hysterectomy (full) (uterus and cervix removed)). Essure was removed on (B)(6) 2010. At the time of the report, the postoperative wound infection, device dislocation and dysmenorrhoea outcome was unknown and the pelvic pain, menorrhagia, abdominal pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, postoperative wound infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in the date of insertion from that previously reported. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : new event, "postoperative wound infection" was added. Reporter contact information was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device dislocation ("about 50% of the right coil exerds into the uterine cavity") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous, multiple cesarean sections (1999, 2001, 2002 and 2007), gastroparesis, stomach ulcer, hepatitis, hiatal hernia, gastritis, irritable bowel syndrome, carpal tunnel syndrome, human papilloma virus antibody positive, diabetes and neuropathy. Concurrent conditions included migraine, hypothyroidism and hypertension. Concomitant products included progesterone for contraception, insulin lispro (humalog) for diabetes, tramadol for neuropathy as well as levothyroxine sodium (levoxyl), ondansetron (zofran) and promethazine (phenergan). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full) (uterus and cervix removed)). Essure was removed in 2010. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and vaginal haemorrhage had resolved and the device dislocation and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: dicrepancy noted in the date of insertion from that previously reported diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion . On an unknown date, plaintiff underwent essure confirmation test . Most recent follow-up information incorporated above includes: on 11-oct-2018: pfs received: event abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, abdominal pain were added. Concomitant drugs, historical condition were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device expulsion ("about 50% of the right coil exerds into the uterine cavity") in an adult female patient who had essure inserted for female sterilisation. The patient's past medical history included multiparous and multiple cesarean sections (1999, 2001, 2002 and 2007). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full) (uterus and cervix removed)) and surgery (hysterectomy (full) (uterus and cervix removed)). Essure was removed in 2010. At the time of the report, the pelvic pain and device expulsion outcome was unknown. The reporter considered device expulsion and pelvic pain to be related to essure. The reporter commented: dicrepancy noted in the date of insertion from that previously reported. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. On an unknown date, plaintiff underwent essure confirmation test. Most recent follow-up information incorporated above includes: on 25-jun-2018: pfs received: new reporters, product indication, historical condition and event device dislocation added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed in 2010. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.